Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/15/2015 with the following findings: during testing, the pump was powered on and call service alarms (064) was recorded in the black box data. The rewind piston did not move during the rewind and during the load step the pump gave a cs 064 alarm during the load cartridge step. The pump case as opened and the motor was removed and tested with an external power supply with no failures reproduced. There was evidence of contamination found on the lead screw and the piston rod was difficult to move on this screw. Moisture damage was observed inside the pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.